Manufacturer narrative:
X-rays confirmed the device was not implanted deeply enough in the medial segment, past the most medial edge of the fracture. The surgeon did not follow the instructions for use. The pt was non-compliant to post surgical instructions for limited range of motion and activity.

Event description:
The surgeon removed a sonoma crx because the device was broken. The surgeon stated the pt was non-compliant to post surgical instructions.